Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Based on evaluation performed by the complaint information, omsc confirmed that the ultrasonic transducer surface of the device partially peeled off. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause has been unknown; however, the following are supposed to be the cause. There is a possibility that peeling of the ultrasonic transducer surface occurred by external stress such as hitting or rubbing. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the ultrasonic transducer surface of the device partially peeled off. Other detailed information was not provided. There was no report of patient injury associated with the event.